Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the right ventricular (rv) lead was repositioned three times and the physician felt resistance when rotating the turn tool. The lead was taken out of the patient, extended and retracted on the table and process was repeated. The rv lead then exhibited a fracture, high thresholds and high impedance. The physician attempted to introduce a stylet in the lead and was unable. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual analysis of the lead indicated damage at implant. The analyst noted the helix will not extend due to distal conductor distortion within the connector from over rotation of the helix. If information is provided in the future, a supplemental report will be issued.